Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery using penumbra engine (engine). During the procedure, after completing the first aspiration pass the physician turned off the engine. However, when turning the engine back on to make the second pass, the physician noticed only three lights would illuminate on the engine. It was reported that rebooting the engine did not solve the issue. Therefore, the engine was removed. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Conclusions: evaluation of the returned engine confirmed a decrease in vacuum pressure and that only three vacuum indicator lights illuminated during the functional test. The engine housing was opened, and the vacuum tubing was observed to be kinked. The engine was powered on with the housing open, and the engine was able to achieve vacuum pressure within specification and all four vacuum indicator lights illuminated. The kinked tubing likely contributed to the decrease in vacuum pressure during the procedure and the functional test. The root cause of the kinked tubing could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the kinked tubing. H3 other text : placeholder